Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced a failure to receive alerts from her continuous glucose monitor (cgm), which preceded a severe hypoglycemic event. The patient reported a cgm reading of 125 mg/dl before going to bed and noted no symptoms at that time. At approximately 7:50 pm, her husband attempted to wake her and found her unconscious. No cgm reading was available, and the device did not issue any alerts. A fingerstick test was performed, indicating a low glucose level (exact value not recalled). Emergency intervention was initiated with glucagon administration, and the patient was immediately transported to the hospital. Upon arrival at the emergency department, blood glucose was confirmed to be low (exact value not recalled). The patient received intravenous fluids and glucose and remained unconscious for approximately three hours. She was monitored in the ER for 12 hours. At discharge, her blood glucose was 298 mg/dl, and she continued to experience weakness. No additional medical evaluation or intervention was documented. At the time of reporting, the patient was feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on 12/05/2025. It was reported that an alert/notification settings issue occurred. It was clarified that on (B)(6) 2025, the patient experienced a failure to receive alerts from her continuous glucose monitor (cgm), which preceded a severe hypoglycemic event. The patient reported a cgm reading of 125 mg/dl prior to going to bed and noted no symptoms at that time. At approximately 7:50 pm, her husband attempted to wake her and found her unconscious. No cgm reading was available at that time, and the device did not issue any alerts. The low-threshold alarm was set at 70 mg/dl. At the time of reporting, the patient stated she was feeling fine. On (B)(6) 2025 data was further reviewed. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).